Manufacturer narrative:
One capnograph monitor was returned for evaluation. Visual inspection of the device found it to be in good physical condition. Power up the device confirmed the reported customer complaint. There was no flow upon flow rate test performed. Additionally, further review of the device noted the black top lid of the co2 pump to be coming off of the broken connector peg. The speaker was noted to be loose, which was the cause of the reported complaint. The cause the reported customer complaint was determined to be from impact to the monitor. This investigation revealed no intrinsic evidence to suggest a cause of issue related to manufacturing.

Event description:
Information was received that a smiths medical bci capnography monitor capnocheck ii , shuts off when turned on. Device does not read and shuts off; there is something loose in the device. No patient adverse events were reported.